Manufacturer narrative:
The customer was not able to provide model numbers or serial numbers, and indicated they performed their own repair. Customer declined evaluation and performed their own repair.

Event description:
It was reported that the customer is experiencing issues with scale accuracy. The customer performed their own repair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.